Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation with damaged tamper seal. After visual inspection, pneumatic and electronic tests were performed. Lock off leak test failed, with o2 concentration over 50%, and cycle led and peep were over limit. The problem stated by customer was replicated, and the root cause was the damaged demand valve. The demand valve was replaced, cycle led-adjusted, and peep was adjusted. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an oxygen leak internally from the patient port. There was no patient involvement and no harm/adverse event reported.